Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a surgical procedure. Allegedly, the pt experienced pain and injury. Additional info from importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced dyspareunia, nocturia, urge and stress incontinence, hematuria, nocturnal enuresis and bladder prolapse.